Event description:
A report was received that a pt was having difficulties charging. A bsn rep analyzed the pt's charging profile and confirmed that the device appeared to be working as expected. The physician assessed the pt's pocket and reported that the ipg was slanted. The pt will undergo a pocket revision procedure.